Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, the patient stated that could not see. The clinical reason was refractive surprise. The iol was explanted and exchanged for an unspecified advanced technology intraocular lens(atiol) 26 days following the initial implant procedure. Additional information has been requested but is not available at the time of this report.